Event description:
Urologist removed the cystostomy catheter and noted that the tip of the catheter was missing/retained in the bladder. The retained tip was confirmed after x-rays. The patient is scheduled for cystoscopy to remove the tip.